Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: b5: additional information: answer to pcf from sales rep: ¿ was the resection/saw cut off (inaccurate cuts): how much (mm over or under resected)? Were any re-cuts required, if so with velys or manual? ¿ yes, inaccurate cuts. ~1mm over resected. ¿ recut was required with velys. ¿ how/when was it detected: - when verifying the resection with pointer? - at leg alignment step (gaps not as expected)? - at trialing (implant fit not as expected)? - on x-rays (short or long on x-rays)? ¿ it was detected just after the cut. But it was corrected while doing the champfer cut. So, no impact on alignment/ implant fit. ¿ was the procedure planned for cemented implant? Was cement added to a planned press fit to correct the saw cut issue? ¿ cemented. ¿ no, cut was alreaey corrected. ¿ was additional medical or surgical intervention required? What was the patient's outcome? ¿ no, no additional medical intervention ¿ outcome was good. (Well balanced knee). ¿ were any manual instruments/jigs required to complete the procedure. ¿ no. ¿ any additional information is greatly appreciated! ¿ cut was corrected so no impact on the outcome.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11: additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Event description:
It was reported that during a total knee arthroplasty (tka) surgical procedure it was observed that while using the velys satellite station device, a step was cut into the distal cut. This means the robot made a cut too deep and then corrected it before making the distal cut. Also, during follow-up, this step was not corrected. It was only during the chamfer cut that the step was shaved off, as it was exactly in that plane. The device was in use with the velys base station device. The procedure was completed successfully. There was no delay in the procedure reported. There were no reports of injuries, medical intervention or prolonged hospitalization. No additional information was provided.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: upon further review of the complaint, it was determined that the reported malfunction is unlikely to cause or contribute to serious injury or death if it were to recur. Therefore, this complaint is not reportable. If additional information should become available, a supplemental medwatch will be submitted accordingly.